Event description:
It was reported that while the ventilator was connected to a patient, it alarmed for low air and o2 supply pressure. There was no patient harm. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The reported alarm for low o2 concentration could not be duplicated. However, there were instances of low o2 supply pressure and air supply pressure alarms in the logs. The gas modules were replaced, the ventilator passed pre-use check and was cleared for clinical use. No parts were returned for investigation. Provided ventilator logs were reviewed. There were no alarms for low o2 concentration as reported by the user facility. Alarms for low o2 supply pressure and air supply pressure were found in the logs. The low o2 supply pressure and air supply pressure alarms indicate insufficient supply of o2 and/or air gas but the decreased supply was not low enough to generate an alarm for low o2 concentration. Successful pre-use checks were performed before and after the event. There are no technical errors in the logs during the event. The conclusion is that there is no indication of ventilator malfunction during the event. The root cause of the generated alarms has not been determined but the most probable cause is pressure drop in the supplied gases. (B)(4). Ref. Exemption #: e2018003. (B)(4).